Event description:
The patient reported intermittent stimulation. She reports going through a security gate multiple times weekly for work. She has the option of being wanded. The patient reports paresthesia (location not reported). The patient was calling from home and was reportedly doing good. The manufacturer technical support reviewed patient on/off options until the implantable neuro stimulator could be checked by a hcp or medtronic representative. The patient was redirected to her hcp for reprogramming.